Event description:
Boston scientific received information that the power cord for this communicator reached high levels of heat that burned a hole in the patient's wall. No one was injured due to the incident. The device will be returned for analysis.

Manufacturer narrative:
The device will be returned for analysis. No further information is available. This report will be updated if more information becomes available. ER information be provided.

Manufacturer narrative:
No additional information was obtained from the vendor analysis. As no further information concerning this report is expected, our investigation and analysis of the product is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. The power brick for the communicator failed an unloaded voltage check, and upon plugging into a power source, the power brick cord became warm and made a whining sound. The brick itself became warm after 20 minutes, and the power jack end that plugs into the communicator was melted and the power cord going into the jack did get hot. The communicator and power brick have been forwarded to the vendor for further analysis.